Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, due to inflammation at the implant site. During the procedure, skin was excised, and the abutment was removed. The site was sutured, covering the internal fixture.